Event description:
It was reported by the affiliate in brazil that on an unknown date, it was observed that the fastin rc 5mm ocord w/o ndls device had a shred problem during the procedure. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d4: the device expiration date is currently unavailable. H4: the device manufacture date is currently unavailable. The product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that there is an arthroscopic image provided, it was found that the suture was broken and frayed. The overall complaint was confirmed as the observed conditions of the fastin rc 5mm ocord w/o ndls would have contribute to the complained devices issues. Based on the investigation findings, the potential cause is traced to procedural variables such as; handling of the device or product interaction during procedure; the suture was over-tensioned causing the damage, however, this cannot be conclusively determined. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. UDI (B)(4).